Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No lens was returned for evaluation. Lot and batch records were reviewed and all documentation indicated the product met release criteria. Additional information was provided, which indicated an approved cartridge was used with an unapproved viscoelastic. Not enough information was provided to conduct a review on the cartridge lot. The product investigation could not identify a root cause. Additional information indicated a failure to follow the dfu, an unapproved viscoelastic was used. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A surgeon reported that seven months after an intraocular lens (iol) was implanted, he discovered sub-surface nano glistenings in the iol by slit lamp examination. The glistenings are not affecting the patient's vision, and there is no plan for surgical intervention. Additional information was required.